Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 253, 129, 130, 150, 306 and 248 mg/dl. Tests were done within 10 minutes with a difference of 34%. Pt did not experience any adverse events. No further info has been reported.